Event description:
It was reported that a dexcom g7 sensor maintained signal to the dexcom mobile app but lost bluetooth connectivity to the ilet pump; turning bluetooth off and then back on restored connection and both devices functioned afterward. Symptoms included no alerts or alarms and no reported clinical symptoms. Outcomes included no reported impact to the user¿s health and no medical intervention. Investigation included technical troubleshooting with user guidance on bluetooth reconnection and education on device pairing. Investigation of this case revealed a transient communication interruption between the cgm and pump with successful reconnection after standard bluetooth reset. It was concluded that the event was related to temporary loss of wireless communication without device malfunction and that the system operated as expected after reconnection.